Event description:
On (B)(6) 2011, the pt was treated for an infrarenal aortic aneurysm with two gore excluder aaa endoprosthesis. The aneurysm neck had a proximal measurement of 19mm and a distal measurement of 10mm. After the trunk-ipsilateral leg component was landed, it was noted that the aortic diameter at the flow divider was 10mm. During the procedure, the trunk-ipsilateral leg component was landed as intended. The physician had difficulty cannulating the contragate. The trunk-ipsilateral leg component was reoriented and then a snare technique was used and the contralateral leg component was landed as intended. A coda balloon was then used to balloon the overlap of the two gore excluder aaa endoprostheses. There was no wire access at the time the coda balloon was advanced. At that time, the endograft system twisted towards the ipsi side and flow was cut off to the right side of the endograft system. The physician then performed a fem-fem bypass which resolved the lack of flow in the endograft system. The aneurysm was excluded. The pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: (B)(4).